Manufacturer narrative:
E1: establishment name- (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cleaning process, the inner sheath ceramic tip came off. The locking point on the electric resection outer sheath was fractured. There were no reports of patient harm.